Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from results obtained of 512 mg/dl and hi. The customer¿s expected pm fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/28/2026 and test strips were opened yesterday. The meter memory was reviewed for previous test result history (only 2 results provided): result 1: 512 mg/dl. Date: (B)(6) 2025. Time: 8:08pm fasting. Result 2: hi. Date: (B)(6) 2025. Time: 8:06pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.